Manufacturer narrative:
Date of event: estimated as (B)(6) 2020 as the article was published in aug2020. Literature citation: asmarats lluis, champagne, jean, paradis, jean-michel, bernier, mathieu, o'connor, kim, beaudoin, jonathan, junquera, lucia, del val, david, muntane-carol, guillem, cote, melanie, rodes-cabau, josep. (2020). Short term oral anticoagulation vesrsus antiplatelet therapy following transcatheter left atrial appendage closure. Circulation: cardiovascular interventions 2020; 1-9.

Event description:
It was reported via literature that death, thrombosis, cerebral vascular accident (cva), and major bleeding occurred. Left atrial appendage closure (laac) procedures were performed for 78 patients and a watchman laa closure device was implanted in all of them. The procedures were performed under general anesthesia and transesophageal echocardiographic (tee) guidance. These patients were assessed immediately before the procedure and at 7 days, 30 days, and 180 days post procedure. 48 patients were discharged on antiplatelet therapy (apt) with 31 on dual antiplatelet therapy and 17 on single antiplatelet therapy. The other 30 patients were on short term oral anticoagulation (oac) with 26 on direct anticoagulants and 4 on vitamin k antagonists. All 78 patients involved in this study underwent tee imaging post laac procedure. Device related thrombosis was identified in 5 patients (6.4%) with all 5 patients on apt at the time of tee imaging. 3 patients (3.8%) suffered an ischemic stroke and all were on apt at the time. 7 major bleeding events (8.9%) occurred following hospital discharge with 5 patients on apt and 2 patients on oac. There were 8 patient deaths noted throughout the study period with 5 being due to cardiac causes and all deaths being in the apt group.